Event description:
It was reported a flipped pump was suspected. Upon opening the pump pocket, the pump was found to not be flipped but appeared it was on a slight angle. It was noted the patient was morbidly obese. The catheter was cleared of drug and cerebrospinal fluid was pulled back. The pump was bolused on the back table to confirm flow. It was noted the patient experienced less than fifty percent of therapy relief. The reporter was unable to obtain the patient's status at the time of this report. The drug being administered via the device system was morphine.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8 596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).